Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid in the lead lumen. There was a cut noted in the lead insulation at 451 to 454 millimeters (mm) from the terminal pin. Resistance testing was completed to assess the electrical performance of the lead. Measurements throughout the testing was within normal limits. Guidewire insertion testing did not pass due to dried body fluid in the lead lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds post implant, and the lead was found to have dislodged. The lead was explanted and replaced. To date, there have been no reported adverse patient effects related to this clinical observation.